Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -09.5/+3.00/x80. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -09.50/+3.00/x80 diopter implantable collamer lens in patient's left eye on (B)(6) 2015. Excessive vault and elevated intraocular pressure was noted. The lens was explanted and exchanged for a shorter lens on (B)(6) 2015. This resolved the problem. Patient's last visit, ucva was 20/20.